Event description:
The string broke while inside-vagina [foreign body in reproductive tract]. The string broke while inside [device breakage]. Case description: consumer reported via email that the tampon string broke while inside. No serious injury was reported. There is insufficient information to perform a product investigation.